Event description:
This is being reported due to recurrent tricuspid regurgitation. It was reported that an off-label mitraclip procedure was performed on (B)(6) 2022 to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult due to patient anatomy and valve location. However, an xtw clip was implanted successfully reducing the tr to a grade of 1. It was later reported that the clip had detached from the septal leaflet (single leaflet device attachment (slda)). After slda, the tr increased to grade 2+. The physician believes that slda occurred due to very restricted septal leaflet. There is no plan for any additional intervention at this time. No additional information was provided.

Manufacturer narrative:
H6: mitral valve regurgitation (4451) addedna.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation and image resolution poor were due to patient anatomy. The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: 4451 updated to 4453.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report the clip detaching from one leaflet. It was reported that an off-label mitraclip procedure was performed on (B)(6) 2022. To treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult due to patient anatomy and valve location. However, an xtw clip was implanted successfully reducing the tr to a grade of 1. It was later reported that the clip had detached from the septal leaflet (single leaflet device attachment (slda)). The patient is in stable condition and the physician believes that slda occurred due to very restricted septal leaflet. There is no plan for any additional intervention at this time. No additional information was provided.